Event description:
It was reported that the device alarmed patient-side occlusion when "y-siting" primary infusion of pitocin, set at 2 to 4 milliunits/hour, into the distal port on the primary infusion of lactated ringers set at 100ml/hour. After pressing the restart button, the end user stated that the alarm went away. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.